Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the uploader had not been operated and the pump data was not uploaded. The window disappeared from the computer screen after the carelink uploader launched. The customer received a message like uploader was already running in another window and the operation was impossible. No additional details were given. Troubleshooting was partially performed. No harm requiring medical intervention was reported. The customer continued using the carelink application and will not be returned for analysis.

Manufacturer narrative:
"Complaint summary: user reported carelink uploader window disappearing immediately after launch. Investigation/testing summary: an attempt to reproduce the reported event using carelink uploader 3.9.0 was not conducted. As, user's hardware configuration could not be replicated. Based on information gathered from carelink uploader application logs, the issue was not able to able to be confirmed as logs were either successful or out of date. Supplied helpline and customer with the following troubleshooting steps: reattempted upload. Send carelink support copy of local logs after unsuccessful attempt. Carelink support team opened a bug ticket with uploader development team so that they would also investigate. No findings or cause yet determined. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4) version (B)(4). (Most likely) root cause: based on user's description of issue a faulty installation or macos security limitation are the most likely causes. Analysis summary: carelink support team opened a bug ticket with uploader development team so that they would also investigate. Issue still under investigation by development team. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.